Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The surgery center reported that a laser vision correction patient was presented with diffuse lamellar keratitis (dlk) stage 1 on right eye (od) eyes at 1 day post-operative exam. Topical steroid were increased and used to treat the dlk. The patient responded to treatment and the dlk has been resolved. The patient¿s chief complaint was doing well.